Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Internal complaint number: (B)(4). The device was returned to the factory on 07/13/2020. An investigation was conducted on 07/30/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Charred tissue was observed on the jaws. The gray silicone on the cold jaw was observed to be peeled away along the inner part of the jaw, exposing the metal portion of the jaw. The peeled silicone was returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/ bent wire'.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 part of the jaws broke off in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 part of the jaws broke off in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.